Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient¿s representative who reported that it was taking forever to deliver a bolus. The caller stated that it would take up to 30 minutes to connect and deliver the bolus and that they wanted to delete the data. The caller also stated that they had consulted their hcp (healthcare provider) and were redirected to the manufacturer for assistance. The agent assisted the caller with deleting the data. Afterward, the caller was able to connect to the pump without lagging. The caller will call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown.product type: software. Product ID: hh9020tdd; serial# (B)(6). Section d: information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for spinal pain indications. It was reported that the patient was having problems with the controller. The company rep stated that when they went to use the controller they got the 10, 20, 30, 40 but then it just stops at the 90 and stays there forever and does not do anything. Agent walked company rep through clearing data. The troubleshooting steps that were taken on the call resolved the issue.